Manufacturer narrative:
A follow-up report will be submitted when additional information is received or upon completion of the investigation. (B)(6).

Event description:
The customer reported an alarm issue with their patient information center ix. The device was in clinical use but no user or patient were harmed.

Event description:
Philips received a complaint on the patient information center (pic) ix indicating that problems with icca pic ix ms curie alarms. The device was in clinical use but no user or patient were harmed. Testing and configurations of the network infrastructure. Results of functional testing indicated the device was not having any alarming issue. The icca application needed configuration and the pic stations needed a software update. Based on the information available and the testing conducted, the cause of the reported problem was due to the configuration of the device. The reported problem was confirmed. The device was operational after repairs were completed. The field service engineer (fse) configured the icca application and updated the pic stations with software version c03.06. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Additional information was received indicating that no alarm issue occurred. This record is no longer considered a reportable event.